Event description:
It was reported that the 8100 was infusing faster then expected. There was patient involvement but patient harm was unknown.

Manufacturer narrative:
Omit : concomitant med prod data-8100 ,a1402 - excess flow or over-infusion (1311),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. Correction:concomitant med prod data,medical device catalog #,unique identifier (UDI)# ,medical device model #,device manufacture date. Additional information:device eval by manufacturer?,if other specify,imdrf a,b,c,d,g codes & manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd .

Manufacturer narrative:
Initial reporter facility name: veterans affairs (B)(4) health care system (B)(4) division. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 8100 was infusing faster then expected. There was patient involvement but patient harm was unknown.